Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer chose to not disclose any patient information from the time of the event. The customer contacted the sales representative and informed them of the low leak alarm occurring. The customer stated that the patient was successfully swapped to another ventilator without harm and no medical intervention was required as a result of the swap. The sales representative traveled to the customer site and observed the device, but the reported issue could not be duplicated. The device was collected so that it could be evaluated at a repair center by an authorized service provider (asp). This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
On 09may2025, the authorized service provider (asp) evaluated the device and could not confirm the alleged low leak alarm. Following the inability to confirm the alleged issue, the service was ended, and the device was shipped back to the customer without further service or repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.